Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rts acl tightrope rt implant delivery system malfunctioned and broke when the graft was lifted. This was discovered during use with no patient harm reported. Additional information has been requested. Additional information provided 23-feb-2026: it was further reported this occurred within the patient during an acl procedure with no case delay experienced and no additional anesthesia administered. The case was completed with another ar-1588rts.